Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer reloaded the cartridge and resumed insulin to address bg level. Customer continued to use pump for insulin therapy.